Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation alleges pain, discomfort, clicking in the hip and difficulty ambulating. In addition to what were previously alleged, ppf alleges elevated metal ions. Added unknown stem due to this allegation. Facility name, lawyer and patient harms were also added. Corrected patient identifier. Doi: (B)(6) 2008 - dor: none reported (left hip).